Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, a patient (pt) reported a diagnosis of bacterial conjunctivitis while wearing acuvue 2 brand contact lenses in both eyes. The pt reported the issue started a few months ago (unspecified date) and the pt visited a walk-in-clinic and was diagnosed with bacterial conjunctivitis. The pt was prescribed ofloxacin, one drop qid for 7 days. The event resolved and the pt resumed contact lens wear. The pt reports daily wear with a 2-week contact lens replacement schedule. The pt provided consent to contact the treating eye care provider (ecp) but refused to provide date of birth to obtain medical information. The date of event is unknown. Attempts were made to obtain additional information from the pt and medical information from the ecp, but no medical information will be provided without the pt¿s date of birth. No further information has been received and no further information is expected. The suspect contact lenses were discarded. No product or lot information was available. No analysis could be conducted. This report is for the right eye (od) event. A separate report will be filed for the left eye (os) event. If any further relevant information is received, a supplemental report will be filed.